Event description:
Customer reported erroneous high access toxo igm (toxoplasma gondii immunoglobin m antibodies) test result was obtained for one pt sample when using unicel dxl 800 access immunoassay system. The erroneous high test results were reactive. Test results were reported out of the lab. The initial test results were questioned by the physician. Repeat analysis was performed. The test results were non-reactive. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample collection and centrifugation info was not supplied. The sample was stored properly, not re-centrifuged and aspirated from the primary tube for repeat analysis. Qc (qc) was within specs prior to and after the erroneous results. On (B)(6) 2009, the customer reported the following: customer stated this event is likely a sample handling issue because when the sample was repeated the next day the results were repeatable. Customer states the samples are processed on their automation line and are centrifuged for only 4 minutes. They have seen this occur with their accutni (troponin I) assay also. If the sample is re-centrifuged or allowed to sit the cellular debris settles out and the result is lower. Svc was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.